Event description:
It was reported that upon removal of bone biopsy needle, the hub broke off. The pt was taken to surgery to remove the indwelling piece with pliers. No additional complications were reported.